Manufacturer narrative:
H2) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm contact sensors of the arm cart assembly were activated multiple times during the procedure. This resulted in multiple errors and a non-recoverable error occurring. An error code associated with the robotic arm pinch sensor redundancy error was noted. The pinch sensor type a3 and a4 were replaced and the arm cart is now working without any issues. Evaluation of the logs indicated that the arm cart assembly had its pinch sensor activated a few times. An error code was triggered associated with pinch sensor notification. The error code reports an error message stating, "arm 3: contact sensor activated, arm paused. Touch dismiss to resume.". Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a defective pinch sensor. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic heller myotomy, the arm's contact sensor was activated multiple times, resulting in multiple error messages and the arm becoming non-recoverable. The issue was resolved and the case was completed with this arm. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic heller myotomy, the arm's contact sensor was activated multiple times, resulting in multiple error messages and the arm becoming non-recoverable. The issue was resolved and the case was completed with this arm. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.